Event description:
It was reported that balloon damage occurred. A 7.0x200x150 cm sterling catheter was advanced for dilation. During the procedure, the balloon did not function correctly. Upon removal from the patient, a melted divot was observed in the balloon. It was popped open outside the patient, but the divot remained. The balloon was replaced, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon has a twist 11cm from the tip. Microscopic examination revealed no additional damages. Functional testing was performed by inflating the balloon to rate burst pressure. The balloon was able to inflate and hold pressure. No other issues were identified with the device.

Event description:
It was reported that balloon damage occurred. A 7.0x200x150 cm sterling catheter was advanced for dilation. During the procedure, the balloon did not function correctly. Upon removal from the patient, a melted divot was observed in the balloon. It was popped open outside the patient, but the divot remained. The balloon was replaced, and the procedure was completed. There were no patient complications as a result of this event.